Event description:
It was reported by service report that the motion interrupt pan was cracked and the brakes were not holding properly on the footend. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan. Worn brake plate kits.